Event description:
According to the reporter, during the video assisted thoracoscopic surgery, the jaws did not open after stapling the blood vessel. Treatment intervention was not performed. There was no patient injury.

Manufacturer narrative:
D10 - concomitant products: sigsds30ctvt, sigsds30ctvt 30mm vasculr/thn shrt sd CT, (lot# n5c1901uy); sigphandle, sig power sigphandle handle; sigpshell, sig power sigpshell control shell, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the video assisted thoracoscopic surgery, the jaws did not open after stapling the blood vessel. A dditionally, after waiting for a short time, the jaw eventually opened so no treatment intervention was performed. There was no patient injury.